Manufacturer narrative:
Correction to h6, please see "investigation findings" and "investigation conclusions" for further details. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated where it was confirmed that the probe was broken at 16 mm from the distal end. The device evaluation revealed the break started from the origin of a crack caused to the probe. The vicinity of the origin of the fracture surface were blackened, there were no scratches nor marks in the non-insulated area of grasping section which came in contact to the probe and was abraded against it. The tissue pad was worn away. It could not be confirmed if the metal part of the grasping section was visible through the tissue pad. The coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. The following step-by-step scenario likely caused the event: 1. As the vicinity of the origin of the fracture surface was blackened, a crack was generated in the probe due to a load such as a spark and the error occurred. 2. The crack then extended when load to the device was applied to the probe. And the probe broke off in the end. The circumstances likely causing such spark could not be identified. The tissue pad was likely worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. This following information is included in the instructions for use (IFU): ¿ "should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus. ¿ "use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient." ¿ "if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure."

Manufacturer narrative:
Additional information has been received from the customer. The device has been returned, but an evaluation is not yet completed. Correction being made to other value of g2. This supplemental report is being submitted to provide this information. Please see the updates in sections: d4, d9, d10, g2, g3, g6, h2, h3, and h10. Physician is experienced in the use of the device. The broken fragment was retrieved from the customer with a mic-barrel instrument. The physician was performing seal and cut with setting 1:1. The model and serial numbers of equipment used in conjunction at the time of the event are unknown. The generator usg-410 was self-test with no abnormalities noted. The connection points to the generator been checked were checked and transducers were in order. There was no cable damage.

Manufacturer narrative:
Two devices failed in this event. The device reportable failure is captured in medwatches with patient identifiers (B)(4) (first device) and (B)(4) (second device). This medwatch is being submitted for the first device. The data for personal information (initial reporter and patient) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, at the beginning of a sigmoid surgery, while adhesiolysis was still in progress, there was a probe check error message received. When checked, the device was okay. Shortly thereafter, the probe of the device broke off in the abdomen of the patient while pulling the device out of the trocar. The broken piece was recovered immediately. A second device was used to continue the procedure. After five uses, this device too had a probe check message. When the second device was pulled out for checking, the probe of the second device broke off outside the patient. The procedure was successfully completed with a third device. The procedure was minimally invasive as planned, and completed in a timely manner as planned. There was no danger, harm or adverse impact to the patient.